Manufacturer narrative:
Per the FDA public health notification: patient burns from electric dental handpieces, issued (B)(6), 2007, "burns may not be apparent to the operator or the patient until after the tissue damage has been done, because the anesthetized patient cannot feel the tissue burning and the handpiece housing insulates the operator from the heated attachment." Because a serious injury occurred, this event meets the criteria for reportability per 21 cfr part 803. The doctor returned four handpieces that were overheating, it is unknown which handpieces that were overheating, it is unknown which handpiece was involved in the event. This report is for the fourth handpiece. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it was reported that a midwest e handpiece overheated and burned a patient's lip. The doctor prescribed a prescription antibiotic "clidomyce" 300mg and an ointment for burns.

Manufacturer narrative:
The returned attachment was tested by manufacturing personnel and did not meet production specifications for bur insertion and removal. Quality personnel then investigated the attachment. The attachment exhibited maximum temperature of 35.8°c during load testing. This temperature did not exceed specification.